Manufacturer narrative:
The reported device reset was confirmed. The analysis identified an arc mark on the can and damaged hv output circuitry resulting in a power-on-reset and subsequent setting of the back-up vvi mode. The analysis confirmed trace amounts of lead conductor material. The cause of the power-on-reset that led to damaged hv circuitry was due to lead-to-can abrasion.

Event description:
It was reported that the patient presented to the ER after receiving a shock for vf. Interrogation revealed the device was in back up vvi mode with no hv therapy available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.